Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker felt dizzy and was trying to send device data to their clinic via their remote communicator. Then the patient presented to the emergency room (ER) with syncope. When attempts were made to interrogate the device, it was noted to be operating in safety mode and three of the same error codes were displayed on the programmer screen. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker felt dizzy and was trying to send device data to their clinic via their remote communicator. Then the patient presented to the emergency room (ER) with syncope. When attempts were made to interrogate the device, it was noted to be operating in safety mode and three of the same error codes were displayed on the programmer screen. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.